Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The equipment was rebooted to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.